Event description:
It was reported that the patient presented for a generator downgrade. The atrial lead noted to have a history of low impedance. The lead was capped on (B)(6) 2021. The patient was in stable condition post-procedure.